Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor was not pairing with the ilet bionic pancreas despite repeated code entry, and the user had been manually entering blood glucose values, with a recent value of 86 mg/dl; the user was instructed to toggle between g6 and g7 settings and reenter the code, then wait for pairing. Symptoms included no alarms from the sensor and no reported hypoglycemia or hyperglycemia symptoms. Outcomes included temporary reliance on manual blood glucose entry without reported injury, hospitalization, or medical intervention. Investigation included telephone-based troubleshooting and user education to reconfigure sensor selection and attempt reconnection. Investigation of this case revealed a pairing failure between the cgm and the ilet, with the responsible device not identified and no confirmed device malfunction observed during the call. It was concluded, based on previously established findings for similar reports, that the cause was unable to determine due to insufficient information and could relate to connectivity or setup.